Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00252 thru 3012447612-2019-00254.

Event description:
It was reported that the tips of two final drivers and one torque indicating wrench fractured during final tightening in surgery. Alternative instrumentation was used to complete the procedure without reported patient impacts. This is report two of three for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tips of two final drivers and one torque indicating wrench fractured during final tightening in surgery. Alternative instrumentation was used to complete the procedure without reported patient impacts. This is report two of three for this event.

Manufacturer narrative:
Additional information: (UDI number), (method, results, conclusions) - the returned plug driver was evaluated. Visual inspection found that the device tip has twisted. There were no other signs of damage on the device. It is likely that higher forces were exerted on the plug driver than the material could withstand. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the tips of two final drivers and one torque indicating wrench fractured during final tightening in surgery. Alternative instrumentation was used to complete the procedure without reported patient impacts. This is report two of three for this event.